Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) broke at the base when the plunger was pushed through it during use. The applied pressure on the plunger was reportedly "light". The following information was provided by the initial reporter: "incident occured (B)(6) 2019 at the outpatient pharmacy. When pushing the plunger the injector broke at the base. The tech said the pressure he applayed was light".

Manufacturer narrative:
H.6. Investigation summary: one reference sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were identified. A device history review was performed for reported lot 1908101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue functional testing was performed on the returned samples and three retained samples of lot 1908101, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing results were reviewed for the reported lot, no issues were identified and product met required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) broke at the base when the plunger was pushed through it during use. The applied pressure on the plunger was reportedly "light". The following information was provided by the initial reporter: "incident occured (B)(6) 2019 at the outpatient pharmacy. When pushing the plunger the injector broke at the base. The tech said the the pressure he applayed was ligth."